Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. No button error alarm. Insulin pump passed displacement test, operating currents, self test, off no power test and unexpected restart error test. No blank display, no unexpected restart alarm and no resetting itself during testing. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed a button error alarm and the device reset itself and had a blank display. Customer's blood glucose was 529 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.